Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 15, 2024.

Manufacturer narrative:
It was also reported that the receiver/stimulator was exposed. Device analysis report attached. This report is submitted on june 13, 2024.